Event description:
It was reported that after a mitral dilatation procedure, arteriotomy closure of the femoral artery was attempted using a perclose proglide device. Reportedly, the knot could not be pushed (advanced) to the vessel. The sutures were cut and removed and manual arterial compression was applied to achieve hemostasis. One week later, the patient returned to the hospital with (limb) claudication caused from an occlusion from the femoral to iliac artery. Surgical intervention revealed a piece of suture and thrombosis in the femoral artery. The suture was removed and a patch was placed on the femoral artery. The patient was reported to be in good condition after the event. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - a femoral angiogram was not taken. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. It was reported that a femoral angiogram was not performed prior to the vessel closure procedure. The perclose proglide device instructions for use state under the warning section not use the perclose proglide device if the puncture site is located in the superficial femoral artery or the profunda femoris artery, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). Perform a femoral angiogram to verify the location of the puncture site.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.